Event description:
The reporter stated the surgeon was inserting a competitors lens when the foam tip plunger advanced the lens crooked and tore off the trailing haptic. The lens was removed and another lens was inserted with no patient injury and no enlarged incision. Sutures were not required to close the incision.

Manufacturer narrative:
Eval results: a foam tip plunger lot number search was performed and no similar complaints were found. A cartridge lot number search was performed and three similar complaints were found. An injector lot number search was performed and no similar complaints were found.